Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had a balloon ruptured and blood went inside unit. There was no patient harm or injury reported.

Manufacturer narrative:
Another reporter:(B)(6). Updated fields: b4,g3,g6,h2,h11. Correction fields: d10,e3,h6(investigation findings,component codes).

Manufacturer narrative:
Updated fields h3 d9 b4 g3 g4 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. A getinge field service engineer fse evaluated the unit and states luckily the blood was contained within and replaced the pneumatic interface all functional and safety checks are meet to factory specifications performed and passed.

Event description:
N/a.